Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: * on 27-jul-2015, a medtronic representative went to the site to test the equipment. The issue of continual beeping was resolved upon replacing the uninterruptible power supply (ups). The imaging system then passed all testing during the system checkout. * the ups power supply assembly was returned to the manufacturer for evaluation and an electrical failure mode was found. The ups charged over night with the battery cartridge that was returned with it. Performed the 5-minute load test and the battery was depleted immediately upon interruption of power. Upon removal of battery, it was noted that the battery was expanded. Installed the fa known good battery cartridge and allowed to charge overnight. The ups passed the 5-minute load test with the fa battery cartridge; however, the off button did not function as expected. The battery was depleted and would not hold a charge. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system¿s uninterruptible power supply (ups) was beeping all the time. There was no patient present when this issue was identified.